Event description:
A report was received that the patient was experiencing pain at the pocket site after it had opened and the physician stated he was able to see the ipg. The physician believes there was necrosis (procedure related) around the pocket site, but there was no sign of infection. The physician elected to replace and relocate the ipg from the left to the right buttock. The old pocket was irrigated and cleaned out. The patient was prescribed oral keflex and was doing well following the procedure. Patient's wife later reported pus around the original pocket site. The patient was referred to an infectious disease physician who prescribed oral bactrim. Patient's infection has since cleared.

Manufacturer narrative:
The returned ipg passed visual and performance tests performed. There were no complaints about the functionality of the device. No anomaly was noted in the sterilization records. A review of the manufacturing documentation for the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the pocket site after it had opened and the physician stated he was able to see the ipg. The physician believes there was necrosis (procedure related) around the pocket site, but there was no sign of infection. The physician elected to replace and relocate the ipg from the left to the right buttock. The old pocket was irrigated and cleaned out. The patient was prescribed oral keflex and was doing well following the procedure. Patient's wife later reported pus around the original pocket site. The patient was referred to an infectious disease physician who prescribed oral bactrim. Patient's infection has since cleared.